Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported receiving the device that did not match the label on the box. Rep received a c taper universal ceramic femoral head vs ceramic v40 head. Per investigator, update from sales rep indicated that this event was related to an assembly issue between the head and the stem.

Manufacturer narrative:
An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: metal transfer marks were identified on the articulating surface and taper of the ceramic head. The device was otherwise unremarkable. A dimensional inspection was performed, all features measured conformed to the required specifications. There was no evidence of a dimensional issue. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed on the returned device, all features conformed to the required specifications. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
Rep reported receiving the device that did not match the label on the box. Rep received a c taper universal ceramic femoral head vs ceramic v40 head. Per investigator, update from sales rep indicated that this event was related to an assembly issue between the head and the stem.